Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered one burst of anti-tachycardia pacing (atp) as well as eight electric shocks; therapy was exhausted. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of atrial fibrillation (af) with rapid ventricular response (rvr). Ts made device reprogramming suggestions. This device remains in service. No additional adverse patient effects were reported.